Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The transseptal puncture was difficult due to a very short septum in the patient. This made it very hard for the physician to access the left atrial appendage coaxial as it is preferred to enter the distal part of the main lobe. The physician had a hard time positioning, the was in the main lobe with the direction needed to implant a 21mm closure device. Finally the was was positioned in an acceptable place. When the device was deployed, it opened outside of the appendage (inside of the pericardial space). It was noted at this time the patient had a perforation and a pericardial effusion. The patient was stable as the device itself was blocking the perforation. The patient went to surgery to remove the device and close the left atrial appendage in the operating room. The patient came out stable and remains in observation. The patient was discharged from the hospital and was in very good conditions.